Event description:
The instruments have a potential failure of the electrical insulation. The coating had cracked on some of the instruments received by some customers. No deaths, diseases, injuries, or other adverse reactions involving unmodified instruments have been reported. Breakdown of the electrical insulation could result in cosmetic injury (scaring) of the pt in the area that the breakdown is in contact with the pt. Based on the results of the electrical testing and risk mgmt, the risk of pt injury is estimated to be 1 in 10,000 to 1 in 100,000 uses.